Manufacturer narrative:
The products are not available for evaluation as they were discarded at the facility. The lot numbers were not provided; therefore, a review of the manufacturing records could not be completed. No actions will be taken at this time. These catheters are typically inserted in patients who are either bradycardic or are undergoing a diagnostic procedure and need to be temporarily paced. They can also be placed emergently when a patient is experiencing hemodynamic instability. Therefore, a delay in pacing may cause prolonged periods of bradycardia or hypotension, which has the potential to be associated with poor patient outcomes. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during a heart catheter procedure they were unable to pace the patient due to the adaptors missing in the packaging. This situation was resolved by using a permanent pacemaker. No product return expected as the device was discarded at the facility. No complaint of patient injury.